Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely. The atrial channel of the implantable cardioverter defibrillator showed full auto gain settings. The waveform signal was visible when sensing, but not when pacing. Atrial capture was not affected by this discrepancy. Clinical attempted to regain the atrial channel so it would show any paced morphology and only baseline noise was observed. Programming changes were recommended and will be made for patient's appointment early next year.